Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the reported "fails accuracy" problem was duplicated. Test results of -4.88%, -%5.75%, and -5.81% were all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. However, the customer claims their measurements were +21.3%. Problem source was traced to service and repair. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 failed accuracy by +21.30% during testing. There was no patient involvement. The pump had previously been repaired for an accuracy issue.